Manufacturer narrative:
(B)(4). Only event year known: 2019. The lot was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that the linx was implanted on (B)(6) 2018 and since that time the patient has not been able to keep solid food down. She will vomit it back up. She has had a procedure to have the device stretched on three separate occasions. Once in (B)(6) 2019. The patient¿s doctor has suggested having the device removed.

Manufacturer narrative:
(B)(4). Date sent: 10/16/2019. Additional information received: the device is still implanted. She also advised that prior to the linx device being implanted, she had undergone a nissen fundoplication procedure and a hiatal hernia repair. Two months after the device was implanted, she was diagnosed with breast cancer and she¿s been undergoing treatment. According to the patient, dr. Bell advised her the device does not need to be removed.

Manufacturer narrative:
(B)(4). Date sent: 04/13/2020. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information: linx explanted on (B)(6) 2019, but the hospital would not release the implant to be returned.

Manufacturer narrative:
(B)(4). Date sent: 02/06/2020. Additional information received: the patient indicated that no one has advised her there was any problem with the device. She had difficulty swallowing after implant and underwent 3 procedures to attempt to ¿stretch¿ the esophagus which did not work. She believes the device was implanted on (B)(6) 2018 and was explanted on (B)(6) 2019.